Event description:
The customer reported the system would shut down on it own. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.